Manufacturer narrative:
E2: health professional - (no) and e3: occupation - non-healthcare professional. Based on the results of the investigation, a definitive root cause could not be identified, a review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited contact point corrosion. There was no patient involvement.